Event description:
Information was received indicating that a smiths medical pump keeps shutting off. There were no reported adverse events.

Manufacturer narrative:
Other, other text: one cadd-legacy 1 plus infusion pump was received to investigate the reported shutting off. The pump was received in a physically good condition. A DHR review , device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was evidence of the reported problem in the event log. Investigation found no issues with the device losing power while being on. However, the event history log, ehl, was reviewed and confirmed the issue. There were multiple "power lost while pump was on" errors. The cause was determined to be the circuit board. The circuit board was replaced to correct the problem. Customer communicated new information indicating that the reported event occurred while in use with a patient on (B)(6) 2020 at 3:55pm. There was no reported injury or medical intervention needed. Outcome of the event was resolved. No further information.